Event description:
The customer reported elevated white blood cell (wbc) content in a filtered red blood cell unit. There was not a transfusion recipient or patient involved at the time of the residual wbc testing, therefore no patient information is reasonably known at the time of the event. Donor unit #: (B)(6). This report is being filed due to a device malfunction that has the potential for injury.

Manufacturer narrative:
(B)(4). Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.

Manufacturer narrative:
Investigation: the donation bag and its leuko reduction filter was received for investigation. Aggregation was observed in the bag. The leukoreduction filter was tested for flow rate and air leaks. A slow flow rate was noted and it was confirmed there were no air leaks. The manufacturing records, test records and inspection records were reviewed for abnormalities and none were found. The records regarding the particulate removal rates of the filter membranes were reviewed. All membranes conformed to established specifications. There have been no other similar complaints against this production lot number. Root cause: the root cause for the leuko reduction failure is undetermined. Leuko cyteleakage is commonly caused by the following factors: characteristics of blood there is a possibility of leukocyte leakage due to the donor's blood characteristics. Pressure load on filter membranes when a physical stress on the filter membranes is greater than expected, the trapped leukocytes are pushed out of the filter and may result in leukocyte leakage.